Manufacturer narrative:
[(B)(4)].

Event description:
The dental implant fx3612swc was removed on (B)(6) 2018 due to failure to osseointegrate 27 days after implantation. The doctor observed local infection during the surgery. The patient has medical history of diabetes. The patient has recovered without complications.